Event description:
Event description guidant received information that this transvenous defibrillation lead measured erratic rate/sense impedances, some high and out-of-range. A decrease in r-wave sensing was also reported. A guidant technical services consultant recommended troubleshooting, including attempting to evoke noise with clinical maneuvers and obtaining a chest x-ray (cxr) to verify lead integrity. Additional information obtained revealed that the lead's insulation and conductor had been compromised due to subclavian/first rib crush. The patient had received inappropriate shocks due to noise. The extracted lead was returned to guidant for laboratory evaluation. A new lead was implanted without further incident.